Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarm during the basic occlusion test due to cracked end cap. Unable to confirm prime fill/anomaly due to compromised force sensor system alarm. Pump passed displacement test, self-test and unexpected error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was received with cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners and minor scratches on display window noted. No moisture damage noted on electronics assembly.

Event description:
The customer reported via phone call that they experienced prime/fill anomaly. The customer's blood glucose value was 398 mg/dl. The customer stated that her pump squirted out insulin and was not registering it. The customer stated that insulin did not continue to drop after the motor stopped. The customer stated that the issue occurred 3 times last week. The product was returned for analysis.